Event description:
Customer reported that she has attempted to perform the high pressure test by occluding the tubing. Customer stated that she did not receive the no delivery alarm, attempted to troubleshoot the insulin pump, but customer does not have the tubing clamp. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.